Event description:
The product was used during a stripping procedure. Reportedly, the clips did not load or advance properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/12/1998- supplemental report sent to FDA. Additional data entered in d9 device evaluation indicated and codes entered in h3 and h6.